Manufacturer narrative:
(B)(4). A follow up report will be filed upon completion of the investigation. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Surgeon tried to torque set screw but stated that it took a lot force to complete the locking and almost stripped the set screw. Extra force required to lock the set screw in place and could damage the set screw in the process.

Manufacturer narrative:
The torque wrench handle (product code: 2770-40-510, lot number: e0806) was returned to the complaints handling unit (chu). The torque wrench appeared to be heavily used. The handle was stuck at its 80 in*lb setting. Torque testing was performed on this instrument, which was found to be exerting approximately 1.5 times as much torque as intended at this setting. The handle is exerting an amount of torque that is well beyond its upper limit. The torque wrench was subsequently sent for disassembly. The interior of the ratcheting mechanism for this torque wrench features a minor amount of wear and rust on its sprocket. The most telling observation was that the lubricant inside the device had dried to a sandy, powdery consistency. A combination of age (>9 years) and lack of maintenance to prevent rusting and dried lubrication may have resulted in the high amount of torque exerted by this torque wrench. The age and lack of maintenance may have also caused the torque setting portion of the handle to become stuck at 80 in*lbs. A review of the device history record was conducted. No issues were identified during the manufacturing and release of this product that could have contributed to the problem reported by the customer. No emerging trends were found requiring further actions. The root cause of the torque wrench exerting more torque than intended cannot be determined from the sample and the information provided. A potential root cause may be lack of lubrication, rust, and damage in combination with the advanced age of the instrument, resulting in the torque wrench exerting more torque. It should be indicated that work instruction (wi-5220 revision l) was incorporated on may 6th, 2013 which provides definition of the refurbishment process and minor component replacement process which depuy spine instruments shall follow. Specifically, torque wrenches which have a current 12-month date etched on the handle to indicate the date of the required maintenance. Since this torque wrench has been in the field for greater than 9 years, it does not fall within the threshold of depuy¿s refurbishment process per wi-5220 revision l. The root cause of excessive torque exerted by torque wrench handles is under investigation and may be tracked through dr-003456. As there has been no issue identified in the manufacturing or release of the device that could have contributed to the problem reported by the customer and no systemic trends requiring immediate action have been observed, this complaint file will be closed with no further action required. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.